Event description:
The customer initially reported during an unspecified procedure using an evis exera iii gastrointestinal videoscope, the scope was stiff, and caused an unspecified patient injury. Additional details were requested regarding the patient and reported event. No information was provided at that time. New information provided by the customer on (B)(6) 2021 included: event date, patient demographics, pre-existing conditions, and the procedure being performed: diagnostic upper endoscopy for the indication of chronic abdominal pain, and CT scan done (B)(6) 2020 showed possible gastric mass. The injury experienced by the patient is described as: " a large area where there was clotting blood back to the greater curvature and the proximal body. It was unclear if this was irritation from scope traction or if there was some abnormal mucosa under this area that was oozing that was not readily apparent upon initial intubation of the stomach due to the significant amount of secretions and mucus present.". The treatment provided to the injury included ¿we did try to wash this area. It was quite difficult to rinse it clean.¿ the patient had no other apparent procedural complications.